Manufacturer narrative:
Blocks d10 & g4: the omniwire guidewire was returned for evaluation on (B)(6) 2021. Block h3: visual and microscopic inspection were performed on the returned device. All of the distal coil and the dome were separated from the sensor housing. The shaping ribbon was broken and a portion was separated from the guide wire. The core wire was exposed but not broken with sharp edges observed. Block h6: the probable cause of the reported failure is damaged in use as evidence by the detachment of the distal coil and shaping ribbon of the sensor housing. Manipulation and strain can damage the internal components.

Manufacturer narrative:
Internal reference: (B)(4). Block b5: added reason for reporting an adverse event and product problem. Block h6: added codes 3123 (tip), 4641 (unexpected medical intervention) and 3252 (fracture problem). In the initial MDR, code 2199 (no health consequences or impact) was identified. However, upon further review, code 4641 (unexpected medical intervention) is now being populated to most accurately capture this event.

Event description:
This adverse event was submitted because additional intervention was required to retrieve the separated tip of the manufacturer's guidewire from the patient. This product problem was submitted because the tip of the manufacturer's guidewire separated and has a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturers policy. Attempts to obtain patient weight, ethnicity, and race via email have been unsuccessful. All reasonably known patient information is included in this report. Relevant tests/history: no information available. The implanted or explanted dates are not applicable to this device. Device available for eval: not applicable for this device. Device evaluation anticipated, but not yet begun. (B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported that during a coronary procedure in the circumflex artery inside the body post measurement, a non manufacturer's balloon device caused the guide catheter to pull away from the artery. During removal, the balloon device got stuck due to a kink on the guide catheter causing the tip of the guide wire to dislodge on the stent strut, resulting in a separation inside the patient. The guide wire and the balloon device were removed as unit. A snare was used to successfully retrieve the detached guide wire from the patient. The procedure was completed with the suspect device. No patient injury reported. The physician stated this was a result of user error.